Manufacturer narrative:
Per the cartridge instructions for use: replace the cartridge every 48 hours if using humalog; every 72 hours if using novolog. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported multiple, intermittent occlusion alarms occurred. Blood glucose level was in the 300's mg/dl range. The past occlusion alarms were resolved by resuming insulin deliveries without the need to change any of the pump supplies. During the report, it was found that the customer wears the pump against their skin, there are temperature changes to the pump prior to the occlusion alarms declaring and the customer uses their cartridges for up to 4 days. Tandem technical support educated the customer in using pump supplies per labeling.